Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system, the system failed to flag positive results, giving false negatives. There was no patient impact. The following information was provided by the initial reporter: "were erroneous results reported? No. How many false positives/negatives did the customer receive? 2. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? Na. If yes, did the erroneous treatment have any adverse impact to the patient(s)? Na. Customer reporting mgit instrument failed to flag specimens that were positive for mai. Samples unloaded from the instrument at the end of 6 week protocol as negative. Smears and genprobe testing were positive. Samples determined to be positive for mai. Positivity confirmed when samples were sent to state lab for ID, which also resulted as mai."

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system, the system failed to flag positive results, giving false negatives. There was no patient impact. The following information was provided by the initial reporter: "were erroneous results reported? No. How many false positives/negatives did the customer receive? 2. Were any erroneous results reported to the doctors? No. ¿if yes, were any patients treated based on erroneous results? Na. ¿if yes, did the erroneous treatment have any adverse impact to the patient(s)? Na. Customer reporting mgit instrument failed to flag specimens that were positive for mai. Samples unloaded from the instrument at the end of 6 week protocol as negative. Smears and genprobe testing were positive. Samples determined to be positive for mai. Positivity confirmed when samples were sent to state lab for ID, which also resulted as mai.".

Manufacturer narrative:
Investigation summary. Customer reported an issue on a mgit 320 instrument (p/n 441743, s/n (B)(6)). Customer indicated about the false negative. No erroneous results were reported to doctors, and patients were not impacted. Bd service communicated with the customer and obtained the logs. Bd service confirmed that the issue is not related to the instrument after the logs are reviewed. This is an unconfirmed failure of the bd product. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives were not related to the instrument. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this failure. Review of risk management files confirms there are no new or modified risks associated with this failure mode.